Event description:
The customer reported that during an abdominal procedure, there was a defect in the insulation of the electrode which caused a 4x2 cm burn on the pt's healthy skin surface rather than where it was intended. The doctor had to excise the burned skin and close the wound with sutures.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.